Manufacturer narrative:
The technician investigated and the account stated that the patient's leg was caught in the side rail and when he turned over the leg fractured. No other information regarding the patient was released due to hipaa. The technician inspected the bed and found all functions working as designed. No gaps noted around the side rails or the mattress. The technician noted the patient was not able to move their lower extremities due to being wheelchair bound.

Event description:
The account alleged that a patient got their leg stuck between the mattress and the foot side rail on the bed and the leg was fractured. The account alleged that the incident happened approximately two weeks ago but they did not have the exact date. The account alleged that the bed had a p500 therapy mattress on the bed. The account tested the bed and found no issues with the bed and the bed has been put back in service.